Event description:
It was reported that this right ventricular (rv) lead oversensed noisy signals that led to inappropriate anti-tachycardia pacing (atp) and shock therapy. The second round of atp induced the patient into ventricular fibrillation (vf). A shock converted the patient back to a normal sinus rhythm. However, noisy signals were still present with oversensing. It was noted that there was a total of 29 episodes with the noisy signals since approximately a week before the call. The lead exhibited a rise in impedance but remained within range and a rise in capture thresholds. This lead was explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).